Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device was previously serviced for the reported condition. (B)(4).

Manufacturer narrative:
The condition of battery depleted set confirmed through the event history. The condition is due to depleted main batteries. The main batteries and harness were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4)

Event description:
Customer from baxter (B)(4) originally reported damaged battery on a colleague infusion pump. It is unknown when the reported condition occurred. During a review of the pump's event history by baxter canada personnel, the pump was found to have experienced a battery depleted set which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This device utilizes user interface module master software version 6.13.92 categorized as remediated.